Manufacturer narrative:
D4: serial number doesn't show up in device database. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to a cassette not attached properly alarm being persistent and not clearing even when the cassette was properly attached. The results of the investigation found that the device's downstream occlusion (dso) seal was detached. There was no patient involvement.